Event description:
The customer reported the ventilator alarmed due to an air source fault. An air source fault alarm indicates the internal air source was not functioning properly. A high urgency alarm activates, and patient ventilation continues using the 100% o2 gas source if available. In this event the ventilator continued to function in normal ventilation mode with the o2 gas source. While servicing the ventilator for the reported problem, the diagnostic log history indicated that the ventilator had a software restart. The ventilator was in use on a patient, and there was no patient harm reported. There was no reported reoccurrence by the manufacturer's service technician during service of the unit. Extended self testing (est) was completed and passed to operating specifications.